Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00915. Additional information provided the patient was released from the hospital when blood pressure was under control. Issue has been resolved.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-00916.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00915. It was reported the patient¿s blood pressure was very high and escalating at the end of the trial procedure. The patient was transported to the emergency room (ER) via ambulance. Also, the patient was incontinent with bladder at that time.